Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The cause of the peritonitis cannot be determined. However, peritonitis is a well-known potential complication in patients receiving peritoneal dialysis plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm. During the call, the patient stated that they are experiencing peritonitis. Upon follow up, the pd nurse reported the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2019 a pd effluent culture was obtained which yielded an elevated white blood cell (wbc) of 2222. The patient was treated with vancomycin 1000 mg and fortaz 2 grams intra-peritoneal (ip) on an outpatient basis. The patient is recovering, per the nurse. The pd nurse stated fresenius products are not suspected to have caused the peritonitis. There were no reported fluid leaks and no issues with any fresenius device or product in relation to the event. The cause of the peritonitis is unknown. Reportedly, the patient denied any breach in aseptic technique. The patient continues pd therapy with the same cycler without any reported issues. Additionally, the nurse stated the patient was experiencing fibrin in the pd catheter (not a fresenius product) and did not complete pd treatment on the cycler on (B)(6) 2019. However, it was reported the patient completed treatment manually without any adverse effects.